Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient presented with malfunctioning penile prosthesis with the pump not working. The pump was not working at all. The physician tried to troubleshoot the device with no resolution. The physician believed that there is a pump failure but other possibilities such as leakage are still possible. The physician plans to do an exploration of the pump with a small scrotal incision. If the physician can confirm the pump is the only problem and through testing of the device and it is found to be working properly, the pump will be replaced, otherwise the entire device will be replaced. Explant surgery occurred (B)(6) 2020. It was not indicated what components were removed/replaced.